Event description:
During a follow-up interrogation of this implanted ICD, a message was displayed on the programmer stating abnormally rapid battery depletion found. However, the battery curve did not show an abnormal drop. The device remains inplanted at this time. Electronics files obtained by the programmer from this implanted ICD, and other electronic files generated by the programmer have been transmitted to the manufacturer. Ela medical , for analysis.

Manufacturer narrative:
A message occurred on the programmer during a follow-up interrogation; the device remains implanted at this time. Electronic files from the ICD and programmer have been transmitted to the manufacturer for analysis. A response from the manufacturer is pending.